Event description:
It was reported that the pump's control iq software was adjusting insulin too quickly, resulting in the customer's experiencing a low blood glucose (bg) level. The customer continuous glucose monitor displayed "low"; however, a specific value was not provided. The customer consumed small quantities of carbohydrates, fats, and sugar to treat the bg. The customer continued to use the pump for insulin therapy.